Event description:
Infant heel warmers noted have already been activated and therefore defective. Manufacturer response for infant heel warmer (chemical heat pack), cardinal health (per site reporter).